Event description:
It was reported the device had been overdischarged for a 3rd time. Overdischarge was due to patient non-compliance. The device had recovered from a 2nd overdischarge, but a 'few months later' the 3rd had occurred. It was reported the patient had a loss of stimulation to the low back. The device was replaced following patient education. The patient's status at time of report was noted as no injury or adverse event. Date of replacement was not reported.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 228310003, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the neurostimulator determined no significant anomaly. The implantable neurostimulator battery was overdischarged and permanently damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.